Manufacturer narrative:
The phaco handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant surgery the surgeon noted white plume coming from end of phaco tip during sculpting and able to proceed by moving to chop step but noted a wound burn. A suture and contact lens were subsequently used to assist with sealing the wound. Surgery was completed with same handpiece. Additional information received indicating the surgeon also noticed a wound leak in the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).